Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): fiber is broken and detached 1 inch from distal end of the fiber; the distal part of the fiber/cap was not returned; the fiber is blackened along ½ inch at the location of the fracture; the shrink tubing exhibits signs of melting at the fracture. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/use handling.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "forward firing, decrease in vaporization efficiency, fiber cap detachment and fiber damaged at tip @ 63,936 joules and 16:05 minutes of use". The procedure was continued with a second fiber which also had "forward firing, decrease in vaporization efficiency, fiber cap detachment and fiber damaged at tip @ 87,673 joules and 16:40 minutes of use". The procedure was completed with a third fiber. Patient outcome: "no patient injury reported." This report is for the first fiber.

Manufacturer narrative:
(B)(4).